Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview xs scissor's black shaft detached in the pt's leg. The piece was retrieved through the original incision. The same unit was used to complete the procedure. The hosp did not report any further pt effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report up will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. (B)(4).